Event description:
On (B)(6) 2012, the distributor contacted animas and stated that the keypad buttons were unresponsive. There is no additional information available for this complaint. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the contrast keypad button is intermittently responsive. All other keypad buttons were found to be responding appropriately. There was evidence of keypad contamination found under the contrast key contact. An unresponsive contrast button is not likely to cause an adverse event as the issue does not affect the pump's insulin delivery functions. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).